Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Device is under investigation.

Manufacturer narrative:
Upon completion of the investigation, the position of the cam when valve was received was 100mmh2o. The valve was visually inspected and no defects were noted. The valve was tested for programming and passed the test. The valve was then pressure tested and passed the test. The valve was irrigated with purified water and no occlusion was noted. The valve was dried and leak tested, no leaks were noted. The valve was reflux tested and passed the test. Review of the history device records confirmed the valve conformed to the specifications when released to stock. No root cause could be determined, as the problem reported by the customer could not be duplicated. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
It wasn´t possible to adjust the shunt valve. The valve was replaced 2014-(B)(6).